Event description:
It was reported that the pt had a lead revision to improve the area of the pt's paresthesia coverage. During the revision, it was noted that when hcp went to remove the anchor, the inner metal core stayed around the lead while the plastic cover came off. The anchor was replaced. There was no pt injury the pt recovered without sequela.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.